Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction event(s), where it was reported the devices experienced an end/siderail that could not latch in position, access door collapse, or the access door unexpectedly opening. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced siderail is difficult to raise/lower, which is not reportable. Section h codes have been updated.

Event description:
This report summarizes 16 malfunction events, instead of 17.